Event description:
A technician reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Postoperatively, the lens was found to be off axis. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested 02/05/2010, 02/16/2010, 02/23/2010 and 02/25/2010 by mail, fax and phone. Medical records were received. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).